Event description:
My husband underwent CT of the chest on (B)(6) 2022 that showed a 4.1 x 6.1 cm left lower lobe lung mass as well as enlarged hilar, subcarinal lymph nodes and a very large adrenal metastasis measuring 5.1 cm. He underwent endobronchial ultrasound with biopsy through a navigational bronchoscopy with pathology from this revealing a non-small cell lung cancer of adenocarcinoma. MRI of the brain unfortunately showed a 2.8 cm left frontoparietal cortical metastasis. Punctate focus of enhancement in the subcortical white marrow on the right parietal lobe was seen as well. Small enhancing lesions in each parietal bone. He underwent pet/CT that unfortunately showed intense activity in the left lower lobe lung mass as well as the hilar and mediastinal adenopathy as well as a 5.5 cm right adrenal mass. He also was found to have lobulated soft tissue masses in the anterior left peritoneal space with intense activity. There were numerous lytic lesions in the bony structures including ribs, liver cervical spine, lower lumbar spine, bony pelvis, proximal femurs, and left humerus as well as the medial left scapula.